Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed since feed waste manifold failed due to debris inside the valves. There is no recorded or popped up error in the data log.

Event description:
It was reported that the patient's device was displaying the low oxygen error message, was making abnormal noises, and the device shut off. Patient did not have a backup unit at the time, so they were brought and admitted to the emergency room for low oxygen concentration. Patient has since received their replacement and is doing better.